Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Broken off head shot down throat [foreign body]. Head of oral-b 3d white brush head broke off [device breakage]. Case description: report source: spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2018 that while brushing with an oral-b rechargeable toothbrush, version unknown on an unspecified date, the head of the oral-b power oral care refills probright (3d white) broke off, and the broken off head immediately shot down his/her throat. The case outcome was unknown. Relevant history: none reported. No further information was provided.